Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had sensor issues. The device shut off the other day and the transmitter was not working. They were assisted with connecting the transmitter to the insulin pump. The customer had a high blood glucose of 546 mg/dl. The father stated that it was normal for the customer to have high blood glucose. It is unknown if they were using auto-mode. The device will not be returned for analysis.